Event description:
The healthcare professional via the manufacturer representative reported that the patient was feeling a shocking sensation, and reprogramming was requested. Additional information received from the manufacturer representative on (B)(6) 2016 reported that an impedance check on (B)(6) 2016 found 1 electrode to be out. The manufacturer representative programmed the patient around that electrode to try and keep coverage. The manufacturer representative also reported that the impedance issue was the only thing new to the patient; there was no reported shocking since the patient was reprogrammed on (B)(6) 2016. It was noted that the patient was coming back to the office in the next month to see if she was still getting good pain control. If the patient did not get good pain control and shocking returned, the healthcare professional recommended a total system replacement. The patient's indications for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.